Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant device check, the left ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient's condition was good post procedure. Post operation assessment was done next day, there were no problems.